Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that they could not perform tests. The patient was involved but there was no adverse patient impact.